Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k) p070016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2017, an (B)(6) male patient underwent tevar by right approach for distal aortic arch aneurysm. Though the patient was not suitable for the procedure due to having approximately 20mm proximal neck length, tevar with tx2 was selected because the physician judged that the stent graft without bare stent attached to the proximal edge would be anatomically better for the patient. Esbe-32-80-t-pf was placed first in the distal site, then zteg-2p-38-152-pf was placed in the proximal site as planned. However, because there was only one stent overlap which was shorter than the plan, tbe-38-77-pf was additionally placed at the joint between these two stent grafts after touch-up in the proximal site, joint part and distal site. When touch-up was performed at the joint part again after placing the tbe-38-77-pf, blood pressure in the right upper limb disappeared on the monitoring screen. Thus, cardiac arrest/ rupture of the aortic aneurysm was suspected. Cardiac massage was performed after cardiac arrest. Angiography was conducted in order to find an exact point of rupture, but a rupture could not be observed on the images. After that, the event was diagnosed of cardiac tamponade due to ascending aortic dissection, so replacement of the ascending aorta with blood vessel prosthesis was chosen for the treatment. After opening the chest, the physician checked the vessel state, then replacement of the ascending aorta with blood vessel prosthesis was conducted. After the replacement, the blood pressure became stable and the patient was put in the ICU for monitoring. Additional information provided on (B)(6) 2017: since duration of cardiac arrest was long, hypothermia therapy was conducted from (B)(6) 2017 after the procedure/ operation until the morning of (B)(6) 2017. It was confirmed that the patient woke up in the morning of (B)(6) 2017, but it is unknown if the patient has an after effect. Patient outcome: additional information provided on (B)(6) 2017: there has been no adverse effects observed after hypothermia therapy performed on (B)(6) 2017. The patient was transferred to a general ward and currently in rehabilitation. Physicians think that he can be discharged from the hospital approximately by (B)(6) 2017.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: based on the provided imaging, there is an eccentric, saccular-type taa in the descending thoracic aorta just distal to the lsa. The proximal neck measures 19.8 mm in length to the lcca, which is outside of the IFU for the tx2 device. Per the complaint report, following repair of the taa and use of a reliant molding balloon at the proximal, mid, and distal graft segments, the patient suffered cardiac arrest and was found to have an ascending aortic dissection with tamponade. The surgeon notes the entry tear was remote in relation to the proximal edge of the zteg device, so it was unlikely a graft-related retrograde dissection. With the same reasoning, it was unlikely related to intimal damage from the molding balloon. It is possible the dissection could have been related to the guide wire. Based on the imaging provided, however, no conclusion can be drawn as to the cause of the ascending dissection after repair. No evidence to suggest that the device was not manufactured according to specifications cook medical will continue to monitor for similar events.